Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer could not deliver a bolus. Customer¿s blood glucose ranged between 160-190 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed.